Manufacturer narrative:
(B)(4).

Event description:
Patient experienced a loss or change of therapy. The therapy was moving in the "wrong direction" . Patient states he was not getting the relief he use to get at the beginning. Patient reports a week after implant his symptoms have been getting worse. The patient does feel stimulation. Patient said therapy was on and he can feel the vibrations. Patient was "disgusted" at manufacturer. Event date was (B)(6) 2016. The indications for use for this patient was gastrointestinal/pelvic floor. It was also reported that the device not working well. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.